Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory the complete lead was returned. Visual inspection revealed calcified body fluid covering the distal and proximal shocking coils. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurements could have been affected.

Event description:
Boston scientific received information that this right ventricular lead had high out of range shock impedances and an increase in pacing thresholds. This lead was explanted and a new system was implanted. No adverse patient effects were reported.